Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 10.1 mmol/l. The customer stated that there is scratch on the lcd. The customer doesn't know how the damage occurred. The customer stated that the pump is working as designed but it difficult to see at night and read the menus. The customer prefer it to be replaced.

Manufacturer narrative:
The pump had minor scratches on the lcd window and a cracked reservoir tube lip.